Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility a review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient underwent an ipg explant due to possible pocket infection. The physician did not believe there was an infection, however took a culture. The patient's symptom was tenderness around the pocket site and was administered vancomycin IV. The patient is reportedly doing well.